Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump correction factor was set incorrectly by the customer. Customer's blood glucose (bg) level was 27 mg/dl. Customer addressed low bg levels with orange juice and honey. Tandem technical support guided the customer through adjusting the pump correction factor.